Manufacturer narrative:
July 23, 2013: analysis from the manufacturer is pending.

Event description:
Allegedly the ventricular lead was not pacing correctly, the patient had complete heart block. When replacing the ventricular lead, the physician was not able to unscrew the lead from the header so it was necessary to remove the pacemaker. A new reply dr was implanted.